Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. Reportedly, the patient was supposed to have an upgrade but an abscess was found on the back. There were no additional adverse patient effects reported. As of this time, the ra lead remains in service.